Manufacturer narrative:
Not returned.

Event description:
Complaint received that alleges "pt wore brace over pants, got blister under strap #1, resulting in staph infection resulting in hospital stay". Questionnaire was not received from clinician and/or patient. Device not returned to manufacturer for evaluation.